Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information was attempted by calling the phone number provided by the reporter; however, the phone number provided did not belong to the caller and no additional information could be obtained. The implant surgery reportedly was performed at (B)(6); however, surgeon information was not provided. This report is for one unknown synex c implant. Part and lot numbers were not provided by reporter. Date of implant was reported as an unknown date during 2009. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient received a "synex c" implant at level c5 on an unknown date in 2009. It was reported that the device has collapsed, that the patient does not have feeling in his hands and is having bladder problems. Additional information was not provided by reporter. This report is for one unknown synex c implant. This report is 1 of 1 for (B)(4).